Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a hernia procedure, the trocar seal ruptured causing co2 to leak, thus reducing the surgical field and making it impossible to terminate the surgery. There was no blood loss of 500cc or more due to the product problem. The surgical time was extended by 20 minutes due to the product problem. No patient injury was reported. The current status of the patient is good. There was no irreversible tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. The obturator was received inserted in to the cannula. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.